Manufacturer narrative:
The returned sample, sid (B)(6), was tested with a retained kit of alinity I anti-hcv reagent and a non-reactive result (0.54 s/co) was obtained. Thus, the customer´s observation was repeated. Further testing was performed with mikrogen recomline hcv igg. Core 1 and ns3 bands were identified with very low intensity (+/-) lower than the cutoff band. The interpretation was negative. The conclusion is that the alinity I anti-hcv result is in alignment with the mikrogen recomline hcv igg result. The customer´s results were the following: historically, the roche platform and wantai results were positive. The yhlo result was negative. Since discrepant results occurred and it is unclear to what time in the past the historical data refers, the presence of antibodies hepatitis c is not conclusive. Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit, lot 48474be01, was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Testing included two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9047 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix, since architect anti-hcv and alinity I anti-hcv assays are equivalent. Lot 48474be01 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels in comparison to historical architect anti-hcv reagents. Based on the investigation, no deficiency for lot number 48474be01 was identified.

Event description:
The customer stated that a nonreactive alinity I anti-hcv result of 0.53 s/co was generated for a patient with historical reactive results using the roche anti-hcv method. Additional testing was reactive with the wantai method and nonreactive with the yahuilong method. The patient reported having hepatitis c infection. No impact to patient management was reported.

Event description:
The customer stated that a nonreactive alinity I anti-hcv result of 0.53 s/co was generated for a patient with historical reactive results using the roche anti-hcv method. Additional testing was reactive with the wantai method and nonreactive with the yahuilong method. The patient reported having hepatitis c infection. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.